Event description:
It was reported that while using bd surepath¿ collection vial the customer found that a vial transferred from a clinic had no liquid. It is possible that this vial contained patient sample and that the sample leaked out of the vial. This occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: (translated from (B)(6)) "as the customer received a vial containing a sample from a clinic, there was only a brush and no liquid present in the vial. There was no sign of leakage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the customer complained about a vial of 491452 lot number 1256687 containing a brush but having no preservative fluid. The customer requested to check if this issue has occurred at other facilities. A 12-month complaint review was performed and identified no previous complaints for empty vials. The customer communicated that there was no sign of leakage. The investigation resulted in the determination that the lot was produced per product specifications and did not confirm the complaint mode. Complaints are trended at the mebane, nc facility and trigger levels per the procedure have not been met, therefore, no CAPA initiation determination (cid) or corrective or preventative action (CAPA) has been initiated for the issue. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required. Material 491452 is produced at the bd mebane, nc facility on a validated automated manufacturing line referred to as the shibuya vial filling line. The filling section of the shibuya vial filling line contains eight (8) filling heads, which fills the vials to a volume of 10.5 ml (+/- 0.5 ml), controlled by mass flow meters. The shibuya vial line contains a vision system that looks for vials with fluid and will remove it automatically from the population if liquid is not observed. To ensure that the filling line remains in a validated state, a monthly pm is established that is used to verify accuracy of the volume dispensed for each of the eight (8) filling heads. The pm is performed by weighing the volume dispensed by each head on a calibrated scale and calculating the volume by dividing the weight by the density of the fluid. The density of each lot of preservative fluid used during filling activities is determined using a calibrated density meter. Production of material 491452 lot 1256687 started on 16sep2021, with a total of (B)(4) kits ((B)(4) vials) produced. A review of the two (2) pm events that bracketed the production date identified that the results of the volume verification was acceptable. Further review identified that there has never been a failure of the volume verification pm events. A review of the maintenance history on the filling line identified no equipment repairs that could be correlated to the complaint event. The review of the manufacturing DHR for the lot number identified that it was complete and accurate with no indication of problems during manufacturing. A photo was not provided, nor was a sample returned by the customer; therefore, no analysis could be performed. An inspection of retain vials for 491452 lot 1256687 was performed and did not identify any empty vials. The customer did not communicate that the cap was cracked, which could have caused loss of fluid. Combined with the process controls of the validated filling line, it is highly unlikely that a trained clinician would have dislodged cells and the head of the brush into an empty vial, indicating that the vial was received by the clinician with fluid and that if fluid loss occurred it most likely occurred after the cap was opened by the clinician.

Event description:
It was reported that while using bd surepath¿ collection vial the customer found that a vial transferred from a clinic had no liquid. It is possible that this vial contained patient sample and that the sample leaked out of the vial. This occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: (translated from japanese) "as the customer received a vial containing a sample from a clinic, there was only a brush and no liquid present in the vial. There was no sign of leakage."